Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not returned.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the patient underwent knee replacement surgery on or about (B)(6) 2009 where an otismed custom fit cutting block device was used. It is further alleged that the knee replacement failed and required revision on (B)(6) 2018.